Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up completely. A review of the system logfile showed malfunctioning of the flexvision pc. Upon functional testing, the fse found that the flexvision pc was intermittently not booting up. The fse confirmed that the flexvision pc was defective and needs replacement. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision pc by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.